Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye on (B)(6) 2023. "Oversized" lens 1 day post-op was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B7 - progressive myopia should be removed. Claim#: (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. A replacement lens of shorter length was later implanted and the problem resolved. Claim # (B)(4).